Manufacturer narrative:
The complaint investigation for a false non-reactive architect hbsag result included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Review of trending reports for the architect hbsag reagent did not identify any related trends. Sensitivity testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot number 12069fn00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency of architect hbsag, lot number 12069fn00, was identified.

Manufacturer narrative:
Upon further review, section d2b: procode updated from lol to lom.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. (B)(6). This report is being filed on an international product, list number: 06c36-78, that has a similar product distributed in the us, list number: 04p53.

Event description:
The customer observed a false nonreactive architect hbsag result for one patient. The following data was provided (<0.05 iu/ml is nonreactive, >/=0.05 iu/ml is reactive): sample ID: (B)(6); initial result, on (B)(6) 2020, was <0.05, repeat, on (B)(6) 2020, was 0.05, sample was recentrifuged and repeat was 0.07 iu/ml. There was no impact to patient management reported.